Event description:
It was reported that the patient developed an infection at the ipg site. It was noted that the patient was feeling discomfort at the ipg site. It was unknown if the infection was device related. The device remains implanted. Additional information was received that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. The explanted ipg was discarded.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient developed an infection at the ipg site. It was noted that the patient was feeling discomfort at the ipg site. It was unknown if the infection was device related. The device remains implanted.